Event description:
It was reported that the procedure was to treat a heavily tortuous left anterior descending artery (lad), 98% stenosis. Reportedly, the 3.25x12mm voyager nc ruptured during post-dilatation at 12 atmospheres. A second 3.25x12 voyager nc was used to successfully complete post-dilatation. No resistance was felt during the process. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device was not returned. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. A failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.